Event description:
During a right bankart shoulder repair, with patient in the lateral decubitus position for a right shoulder stabilization, the device was being used to place the 1st inferior suture when it was reported that the tip of the spectrum ii suture hook broke off at the junction of the hook and shaft. Using x-ray, the surgeon tried to retrieve the broken hook but it had snapped off below the capsular surface in the area of the axilliary nerve. The hook was not retrieved, and it was reported that this event resulted in an additional 45 minutes of surgical time. The patient's shoulder was swollen from the procedure; and therefore, opening the shoulder was not an option at this time. The patient was informed of this event.

Manufacturer narrative:
At this time, conmed linvatec is awaiting additional information on the return of the device in use. A follow-up report will be sent upon additional information. Conmed linvatec initiated a corrective action for this failure mode. The IFU was updated with the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Do not attempt to pass more than one strand of suture at a time or the suture may not pass. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instrument properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Instructions for use: prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). Prior to use, always inspect and test the instrument for proper function.